Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issue. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had button errors, motor error, scratches on display and screen was hard to read and unspecified code error. The customer reported that the insulin pump had an unexplained and random no delivery alarm and rejected new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with all buttons responding properly. No damage was noted on the keypad assembly. No unlocked lcd keypad connector noted. The pump was received with all operating currents within specification and passed the functional testing including the rewind, a21 error, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No excessive no delivery/occlusion alarms noted. No unexpected failed battery alarm anomalies or motor error alarms noted. The motor passed the motor test. The pump was received with minor scratches on the lcd window and cracked battery tube threads. The test infusion set and reservoir did lock into place.